Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, it likely suggests probable causes of the reported failure is due to damage and deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope displayed error b30 scope-communication error. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure during sedation while device was outside the patient. The customer cleaned the contacts and reseated different light source cables, but issue continued. The procedure was delayed for less than 30 minutes. There were no reports of patient harm.